Event description:
It was reported that the external pulse generator's atrial connector and rear case were broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator's atrial connector and rear case were broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the rear case was broken but not that the atrial connector was broken, it was the ventricular connector that was broken. Analysis also found that the upper caes and one bail cover were broken, that the battery contacts were compressed and the keyboard scratched. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.